Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the previous reply was wrong. The microcatheter model was rebar18, model number 105-5081-153, and the lot number was unknown.

Event description:
Medtronic received a report that the solitaire ab stent could not enter the microcatheter. The patient was undergoing surgery for treatment of an ischemic stroke located at the left middle cerebral artery (mca). It was noted the patient's blood vessel tortuosity was normal. The stroke onset to reperfusion time was 70 minutes. There was no intravenous tissue plasminogen activator (IV tpa) contraindicated, and one pass with the device. It was reported that during the occlusion and access surgery, the solitaire ab stent could not enter the microcatheter and there was obvious resistance at the proximal end of the microcatheter. All related devices were flushed with saline and maintained infusion as required. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary device used was a microcatheter. Additional information was received that the cause of the resistance was not determined. The surgery was completed after replacing with the thrombectomy stent of another manufacturer. An echelon 10 catheter had been used during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.